Event description:
Rptr indicated that generator was explanted due to lack of efficacy. It was reported that pt developed sleep apnea with the device stimulating. The device was programmed to off and the sleep apnea went away. The device was then explanted. Attempts to obtain add'l info were unsuccessful. The physician stated that he would not be able to tell the MFR anything about the pt's sleep apnea or condition citing pt confidentiality. It is unknown whether or not the lead was also explanted.